Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 48mg/dl and questions about calibration. Customer treated with a glucose tablets. Troubleshooting found that the pump had a lower amount of insulin than what was shown on the reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. However, customer indicated that they wanted to keep the pump and will call later if further questions. No further details given.